Event description:
It was reported by the customer that a pyxis medstation es system experienced a shut down issue. The customer stated that the malfunction occurred when the user was trying to pull the medication for a patient and there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system experienced a shut down issue. A field service engineer replaced the power supply and the net cable with standard cable to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.